Event description:
It was reported that the patient with this pacemaker contacted technical services (ts) to the communicator not connecting to this device. It was also mentioned by the patient that the heart stopped in the morning. Troubleshooting options were discussed, however the device remained unable to connect to the communicator. Ts advised on attempting interrogation with another communicator. No additional adverse patient effects were reported. This device remains in service.